Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and increasing rv pace impedance, still within normal limits. Boston scientific technical services (ts) discussed possible physiologic reasons for gradual increase. Device reprogramming was recommended. Additional information was received from the field mentioning that pacing impedances have risen to high, out of range values at this time. The physician wanted to complete a magnetic resonance imaging procedure but was advised against it by technical services due to the pacing impedance values at this time. This lead remains in service. No adverse patient effects were reported.